Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in address 14 9c on (B)(6) 2016. Power on reset (por) severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that the implantable pulse generator (ipg) device experienced an electrical reset. The patient will be brought back into the clinic to clear the reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.